Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ pump, model 1104, serial number: unknown, implant date: (B)(6) 2015. Expiration date: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the biventricular (bv) patient experienced a pericardial tamponade. The ventricular assist devices (vads) remain in use. The patient is a participant in the bvr2 clinical study. No further patient complications have been reported as a result of this event.